Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the nurse noticed that the pulley was broken, so they did not use it and replaced it with one of the same type. The procedure was completed with no reported injury.